Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report a right side rupture and a bilateral exchange from textured to smooth implants due to the patient's concern with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6b , g.2 , h.6.

Event description:
Healthcare professional reported capsular contracture baker grade I via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Stress mark. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks.

Event description:
Healthcare professional called to report a right side rupture and a bilateral exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional reported capsular contracture baker grade I via MRI. The device has been explanted.

Event description:
Healthcare professional, called to report a right side rupture. And a bilateral exchange from textured to smooth implants, due to the patient's concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.